Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On approximately (B)(6) 2025 , the parent reported that the pediatric experienced a skin reaction. The reaction was described as rash, inflammation, pimples, scar and infection underneath sensor pod area only. The patient's parent stated that she had her own prescribed mupirocin ointment and self-medicating with amoxicillin (not instructed by hcp) and is not specifically prescribed for dexcom but for another condition to treat the reaction. At the time of the report, the scar was slowly healing nearly 6 months later. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).